Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in (B)(6) 2008, the patient presented with lower back pain. (B)(6) 2008: the patient underwent a spinal fusion surgery where rhbmp-2/acs was implanted. Postoperatively, the patient developed an infection in his surgical wound. (B)(6) 2009: the patient underwent an irrigation and debridement procedure. Post-operatively, the patient's pain increased. The patient continues to live with constant pain and discomfort. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to have bone overgrowth causing nerve impingement, and chronic pain.